Manufacturer narrative:
Customer did not return product after attempts were made.

Event description:
The user facility reported, the housing broke and fell into the operative field during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention and no adverse consequences.

Event description:
The user facility reported, the housing broke and fell into the operative field during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention and no adverse consequences.